Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a narrowing found in the outflow graft. The patient also had multiple fluid collections along their driveline. Their log files were sent in for review and pulsatility index (pi) events were found.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection could not be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2022 at 11:51:55 to 07apr2022 at 05:38:20, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The patient was noted to be doing well overall and remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.